Manufacturer narrative:
(B)(4). The u-joint hex shaft and fractured end was returned for review. The fractured shaft, which attaches to the handle, appears to be in good condition. The hex tip that mates with the screw shows some dents and nicks. The hardness of the device was measured and is within the acceptable range as specified per the print. The device was manufactured in june of 2010 and has a potential field age of 5.5 years to date. The device is to be used in treatment. The actual frequency of use is unknown. No other complaints of this nature have been received against this manufacturing lot. With the information provided, it appears that wear over the 5.5-year field life and repetitive use have caused the device to reach the end of its usable life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the tip of the screwdriver fractured during surgery.